Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to ensure the pump was connected to a verified power source using reliable charging supplies, but the screen did not activate. Since the caller was using a third-party wall adapter and no tandem charging cable or wall adapter was available, a replacement was sent via two-day shipping. It was later determined replaced supplies did not resolve issue. Pump will be replaced. If the battery depletes before receiving the new pump, the customer was advised to rely on multiple daily injection (mdi).